Manufacturer narrative:
The lot was manufactured between september 1, 2022 - september 6, 2022 the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed residual fluid in the bladder which suggested a possible underinfusion had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name - (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion of fluorouracil. The reporter indicated that more than 20% of the drug (exact amount not specified) remained in the device at the end of the expected therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.